Event description:
It was reported that the customer had high blood glucose levels of 459 mg/dl. The customer treated with manual insulin injections. Troubleshooting was done. The customer reportedly would change the entire infusion set and will contact the helpline again should she require further assistance. The customer was also assisted on how to use the bolus wizard for the insulin pump effectively. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.